Event description:
It was reported that after two unsuccessful attempts to advance a vascular stent system through the sfa, the stent system was removed and approx 1 cm of the stent was noted to have prematurely deployed. Another stent was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.